Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.5, lab: 1.9, mean: 2.2, confidence limits: 1.4 - 3.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported patient history of kidney insufficiencies and hypothyroidism. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." This may have been a contributing cause to the observed result disparity. No product associated with the complaint is expected for return. No further investigation is necessary. Retained strip test record has been reviewed. Three out of total three tests have been performed. Test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 1.9 (within one hour). Patient's therapeutic range is: 2.0-3.0.